Manufacturer narrative:
An intuitive surgical, inc. Field services engineer was dispatched on site and confirmed error 66200. The advanced processor was replaced to resolve the issue. The system was tested and verified as ready for use. The advance processor involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, repeated occurrences of recoverable fault 66200 were observed. The customer stated that the system was power cycled, but this was an on-going issue. There was no reported injury.